Event description:
It was reported to arrow clinical services by the customer that during purge cycle, there was a much louder "hissing" of gas loss and then helium loss alarms. The pump was exchanged.